Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-oct-2020. The most recent information was received on 04-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('sacral low back pain that I have 24 hours a day') in a 47-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2012, the patient experienced back pain (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("haemorrhagic episodes during my menstrual period, very large clot-like blood discharge"), fall ("violent fall on buttocks at my workplace"), fractured sacrum ("sacral fissure") and abdominal pain upper ("I regularly have stomach cramps"), 5 years 9 months after insertion of essure (ess205). On an unknown date, the patient experienced adenomyosis ("uterine adenomyosis without any other significant abnormal findings"), ovarian cyst ("small left ovarian cyst (residual follicle in this female patient during menopause?) With a fluid signal of 24 mm"), lumbar spinal stenosis ("lumbar canal was fibrotic") and musculoskeletal pain ("very disabling muscle and joint pain"). The patient was treated with surgery (two l4/l5 microlaminectomies). Essure (ess205) treatment was not changed. At the time of the report, the back pain, abdominal pain, menorrhagia, adenomyosis, musculoskeletal pain and abdominal pain upper had not resolved and the ovarian cyst, fall, fractured sacrum and lumbar spinal stenosis outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain upper, adenomyosis, back pain, fall, fractured sacrum, lumbar spinal stenosis, menorrhagia, musculoskeletal pain and ovarian cyst with essure (ess205). The reporter commented: I have experienced deterioration in my state of health since (B)(6) 2012 following the violent fall on my buttocks, at my workplace, I suffered a sacral fissure and then when I was resting I had abdominal pain and very large clot-like blood discharge. Since then, I regularly have stomach cramps, haemorrhagic episodes during my menstrual period which amplifies the sacral low back pain that I have 24 hours a day since my fall on (B)(6) 2012. I also have very disabling muscle and joint pain. I have undergone various examinations, I had two l4/l5 microlaminectomies because my lumbar canal was fibrotic and today I have uterine adenomyosis without any other significant abnormal findings apart from a small left ovarian cyst (residual follicle in this female patient during menopause?) With a fluid signal of 24 mm. I can no longer work. Diagnostic results (normal ranges are provided in parenthesis if available): scan - on an unknown date: uterine adenomyosis without any other significant abnormal findings apart from a small left ovarian cyst (residual follicle in this female patient during menopause?) With a fluid signal of 24 mm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('sacral low back pain that I have 24 hours a day') in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2012, the patient experienced back pain (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("haemorrhagic episodes during my menstrual period, very large clot-like blood discharge"), fall ("violent fall on buttocks at my workplace"), fractured sacrum ("sacral fissure") and abdominal pain upper ("I regularly have stomach cramps"), 5 years 9 months after insertion of essure (ess205). On an unknown date, the patient experienced adenomyosis ("uterine adenomyosis without any other significant abnormal findings"), ovarian cyst ("small left ovarian cyst (residual follicle in this female patient during menopause?) With a fluid signal of 24 mm"), spinal stenosis ("lumbar canal was fibrotic") and musculoskeletal pain ("very disabling muscle and joint pain"). The patient was treated with surgery (two l4/l5 microlaminectomies). Essure (ess205) treatment was not changed. At the time of the report, the back pain, abdominal pain, menorrhagia, adenomyosis, musculoskeletal pain and abdominal pain upper had not resolved and the ovarian cyst, fall, fractured sacrum and spinal stenosis outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain upper, adenomyosis, back pain, fall, fractured sacrum, menorrhagia, musculoskeletal pain, ovarian cyst and spinal stenosis with essure (ess205). The reporter commented: I have experienced deterioration in my state of health since (B)(6) 2012 following the violent fall on my buttocks, at my workplace, I suffered a sacral fissure and then when I was resting I had abdominal pain and very large clot-like blood discharge. Since then, I regularly have stomach cramps, haemorrhagic episodes during my menstrual period which amplifies the sacral low back pain that I have 24 hours a day since my fall on (B)(6) 2012. I also have very disabling muscle and joint pain. I have undergone various examinations, I had two l4/l5 microlaminectomies because my lumbar canal was fibrotic and today I have uterine adenomyosis without any other significant abnormal findings apart from a small left ovarian cyst (residual follicle in this female patient during menopause?) With a fluid signal of 24 mm. I can no longer work. Diagnostic results (normal ranges are provided in parenthesis if available): scan - on an unknown date: uterine adenomyosis without any other significant abnormal findings apart from a small left ovarian cyst (residual follicle in this female patient during menopause?) With a fluid signal of 24 mm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.